Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the pocket site because the battery healed in a weird and uncomfortable position. The physician believed that the pain was not device related. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well.